Manufacturer narrative:
Patient weight was not provided. Date of event is unknown. This report is for one (1) unknown bolt. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown bolt. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, patient underwent implant surgery because a fracture of the femoral neck had to be adjusted surgically. Patient was implanted with proximal femoral nail (pfna) and the locking bolt. After an extensive exercise therapy with many abduction movements the patient had strong pain. Post-operative, it was detected that the proximal femoral nail (pfna) and the locking bolt had broken. X-rays taken immediate post-operative admission showed a fractured locking bolt distal as well as a fracture of the nail at the level of the blade with a slight offset. Reportedly, there was evidence of incomplete osseointegration in the axial planes., the revision surgery was performed on (B)(6) 2017. The intra and postoperative progression was uncomplicated. This report is for one (1) unknown bolt. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. The received pictures confirm the broken locking bolt as per event description; the complaint therefore has been determined to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: pfna blade (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. /patient identifier provided for reporting. A review of the device history record. Part: 259.420, lot: 9776871, manufacturing site: (B)(4), release to warehouse date: 18. Dec. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The received pictures confirm the broken locking bolt as per event description; the complaint therefore has been determined to be confirmed. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) bolt ø4.9 self-tap l42 sst. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.